Event description:
During a lap gastric bypass, a 6r45b cartridge was fired with an atw45 instrument and the staples were not b-formed and were completely opened along the length of the staple line. Another surgeon assisted in finishing the case. They completed the gastric pouch with firings of different reloads and the staple lines were clinically acceptable. The case was completed laparoscopically. However, the surgeons did oversew the majority of the gastric pouch. The event did extend o.r. Time by 45 minutes to an hour. As of the next day, the pt was doing fine.